Event description:
It was reported that during an unknown procedure, the tissue pad partly melted and fell off after using about ten minutes. The broken piece was retrieved by forceps. Changed another one to complete the procedure. No adverse event on the patient. One device will be returned.

Manufacturer narrative:
(B)(4). The device was received with the tissue pad damaged with c-staple marks; in addition, the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Probable causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.